Event description:
It was reported that the device was found to be in backup vvi mode. Device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed and was due to battery depletion. The device was tested on the bench and on automated testing equipment. No current drain sources were detected and no anomaly was found. The device met all test specifications. The device was returned to the vendor for further analysis. An internal anomaly was detected and was found to be the cause of the battery depletion.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.